Event description:
Note: this MFR report pertains to one of two devices that were intended for use during the same procedure. Refer to associated MFR report #3005099803-2010-04654 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that a optiflo injection needle device was intended for use during a colonoscopy procedure. According to the complainant, during the procedure, the first device was removed from the package and was tested outside the patient. The needle will go out but will not go back in. There is a visible bend on the handle; it was noticed because it is clean. The second device had the same issue. The needle will go out, but will not go back in. There is a bend on the handle. The problem with the second device happened inside of the patient. The case was able to be completed with another of the optiflo device with no harm to the patient reported.

Event description:
Note: this MFR report pertains to one of two devices that were intended for use during the same procedure. Refer to associated MFR report #3005099803-2010-04654 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that a optiflo injection needle device was intended for use during a colonoscopy procedure. According to the complainant, during the procedure, the first device was removed from the package and was tested outside the patient. The needle will go out but will not go back in. There is a visible bend on the handle; it was noticed because it is clean. The second device had the same issue. The needle will go out, but will not go back in. There is a bend on the handle. The problem with the second device happened inside of the patient. The case was able to be completed with another of the optiflo device with no harm to the patient reported.

Manufacturer narrative:
The returned device was evaluated. The report of the needle not being able to retract was not confirmed. Once the optiflo catheter was extended, the needle advanced and retracted, allowing the device to work properly. The report of the handle being bent could not be confirmed. No issues were found. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.